Event description:
It was reported that the compressor could not power on. There was no pt involvement. (B)(4).

Manufacturer narrative:
The reported compressor was examined at the hospital by our service tech. The inspection of the mains inlet revealed defective fuses and main inlet. The compressor regained a normal function after the replacement of main inlet and fuses. Successful function and safety check was performed and the compressor was returned back to service. Further investigation has not been performed but earlier investigations determined that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. (B)(4).